Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation possibly from soft tissue laxity. All components were removed and a total knee system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08938 / 08939).